Event description:
Edwards received information that an aortic bioprosthetic valve was explanted after an implant duration of approximately seven (7) years due to severe aortic stenosis and moderate aortic regurgitation. The operative findings indicate the subject valve had pannus growth onto the posts and valve leaflets at the commissures. The valve was replaced with a mechanical prosthesis, with no reported complications.

Manufacturer narrative:
Evaluation summary: the explanted device was returned and evaluated; host tissue was heavy on the tissue inflow and encroached onto the tissue by a greatest distance of 8mm. Host tissue was moderate on the tissue outflow and encroached onto the tissue by a greatest distance of 9mm. Host tissue was heavy at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 2mm and leaflets 1 and 2 at commissure 2 by approx 2mm on the outflow aspect. Host tissue also fused leaflets 1 and 2 at commissure 2 by approx 5mm and leaflets 2 and 3 at commissure 3 by approx 6mm on the inflow aspect. Moderate calcification was observed in the cusp areas of leaflets 2 and 3, minimal calcification was observed in the cusp of leaflet 1. Host tissue and calcification restricted mobility in the leaflets and led to stenosis. Thickened and swollen tissue was observed on all three leaflets at commissures 1 and 3. Device evaluation confirms host tissue (pannus) overgrowth as the primary cause of the reported stenosis and regurgitation leading to this explant, in addition to moderate calcification and tissue thickening. Pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Moreover, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Therefore, it is likely that this patient's medical history (obesity, CABG, htn, hlp) may have contributed to this event. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further action is required at this time.